Event description:
The manufacturer was notified on (B)(6) 2015 that a patient who has mitroflow valve (lxa, size21) was hospitalised for cardiac insufficiency. Echo shows a deterioration of the prothesis, type stenosis. The ad cusp is moving but the two other one seem fixed. Aortic stenosis very tight. V max 4.75 m/s and g moy 57 mmhg. The manufacturer is not aware in the device was explanted.

Manufacturer narrative:
Provided the "date of this report" since we noticed that the "date of this report" was missing in the initial report. Results code is selected based on the method code since the device was not returned to manufacturer. Because the device was not returned for analysis and no further information about the patient was available, livanova's investigation was limited to the review of the device history records and function test review. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp., the results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Device not returned.

Manufacturer narrative:
Results: review of the device history records will be conducted. At the present time, it's still unknown if device was explanted and to be returned to manufacturer for evaluation. Unknown if device explanted.